Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed the reported complaint. The instrument had a broken pitch cable, which was likely causing the lack of intuitive movement. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. Other cables at the instrument's wrist were not damaged. Electrical continuity testing passed. Additional damages not reported by the customer were scratches on the main tube. The distal end of main tube had several scratch marks exhibiting light material removal and a rough surface finish. Scratches were short in length and not axially aligned with the tube. No other damage was found. Evidence not conclusive, but damages to main tube was likely due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the pk dissecting forceps instrument was not articulating/moving/opening properly. No missing or fallen pieces were reported. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.